Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (51104r2045) was inserted without issues. However, during deployment, difficulties removing the clip from the clip delivery system (cds) occurred. Troubleshooting was performed, but the clip was unable to be released from the cds. Under fluoroscopy guidance, adjustments were made to relieve tension within the delivery system. However, the clip still could not be released. It was noted that manual release of the gripper lines was also unsuccessful. After multiple additional manipulations, the clip was able to detach from the cds, and the clip was deployed. However, due to a non-standard release process, the clip partially detached from the posterior leaflet and remained fully attached to anterior leaflet (partial clip movement). To stabilize the clip, a second clip, a mitraclip xtw (51104r2013) was inserted. However, during deployment, difficulties removing the clip from the cds occurred. Troubleshooting was performed; several manipulations were performed, and the clip was able to detach from the cds. The second clip was deployed, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.